Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stating the patient had a thick band of iris growth partially occluding the visible lumen of the stent.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a female patient presented with a high intraocular pressure in both eyes after undergoing a glaucoma stent implant surgery. The patient had stopped the topical steroid drops. This file for the patient's right eye. This is one of two manufacturing reports for this facility. Additional information has been requested.

Manufacturer narrative:
(B)(4).